Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed and the device failed a test step during testing. The device's system board and 3-way solenoid valve was replaced to address the issue.